Event description:
It was reported that the hospital has noticed increased pressure gradients with the neonatal oxygenators after only 1-2 days of use. Some oxygenators contain visible clots and others have increased plasma free hemoglobin levels in the circuit, which leads to changing the oxygenator. No reported pt effect. (B)(4). Reference MFR #8010762-2013-00158.